Event description:
Fracture of a front tooth [tooth fracture] .head suddenly got disconnected and flew in mouth into teeth - oral-b [device breakage] case narrative: a relative reported spontaneously via phone on (B)(6)2023 that their sister (female of unspecified age) used oral-b power power oral care refills crossaction eb50 with oral-b power rechargeable toothbrush handle (beginning in 2023), and during use the head suddenly disconnected and flew into teeth in her mouth, causing a fracture of her front tooth (2023). The adverse event outcome was unknown. Treatment details: none reported. Relevant history: none reported. Exact product used previously: unknown. The case outcome was unknown. No further information was provided. (B)(6)2023 case update from information initially received on (B)(6)2023: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The adverse event outcomes remained unknown. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.